Event description:
This is a report of a cassette leak coincident with peritoneal dialysis (pd) therapy on the homechoice. There was no patient injury or medical intervention indicated at the time of the initial report. Additional information is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause could not be determined. If additional relevant information is received, a supplemental report will be submitted.